Manufacturer narrative:
(B)(4). Device evaluation summary: an unopened sample of product code w8710, lot mlh580 was returned for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. Per the conditions of the sample received, no performance pull off suture needle were found, and the tested sample met the finished goods requirements. A manufacturing record evaluation was performed for the finished device lot number mlh580 and no non-conformance's were identified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent cardiovascular procedure on (B)(6) 2019 and suture was used. The needle disconnected from the suture during use on the anastomosis of blood vessels. The procedure was completed successfully. There were no adverse patient consequences reported.